Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. E322 error occurs when the device attempts to display device information of a camera head when a camera head is not connected. The image was not displayed and e332 error occurred due to faulty cable. As to cable damage, we checked the contents described in the then instruction manual and found the following descriptions. We determined that the reported phenomena might be prevented by following these descriptions. ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Rust on the coupler was also found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the 4k autoclavable camera head. The reported issue occurred during a therapeutic procedure (surgery). There was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.